Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate to resolve the issue. Customer¿s blood glucose ranged from 175 mg/dl to 200 mg/dl.